Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was sliced at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient reportedly elected revision surgery for a technology upgrade.